Event description:
It was reported prior to routine generator change out that the externalized conductors were seen on the right ventricular lead. This externalization was confirmed via fluoroscopy. The lead was capped o)n (b)(6 2023 and successfully replaced. The patient was stable and asymptomatic.